Event description:
It was reported that this implantable cardioverter defibrillator (ICD) potentially delivered inappropriate anti-tachycardia pacing (atp) and shock therapy due to supraventricular tachycardia (svt). The patient's rhythm was converted. The device remains in use. No additional adverse patient effects were reported.